Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency a left side rupture. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported via regulatory agency left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and missing piece of the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge broken edge and device missing a piece of the shell. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge in the posterior side assessed as unidentified (tear) opening, and missing piece of the shell assessed as inconclusive.